Manufacturer narrative:
.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon burst during dilatation. It is unknown how high the pressure was, but it was not over the rated burst pressure (rbp). The device was successfully removed from the patient. No portion remained in the patient. No additional event or patient information is available.